Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's humerus was fractured when the surgeon impacted the liner. A cerclage cable was implanted to prevent further fracturing.